Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with normal operating current. No unexpected weak battery noted. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and weak battery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the button error alarm and weak battery alarm was able to be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.